Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file number: (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on the (B)(4) units from this batch released in august 2025. Summary of investigation: no sample, no x-ray picture and no questionnaire form were returned for evaluation. Raw material historical review: the batch records of the catheters, of the connection rings and of the access ports housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: without the complaint sample / x-ray picture of the met event, no thorough investigation is possible, and we cannot conclude on the real cause of the incident, occurred only one week after implantation. IFU give some recommendations to avoid this type of incident. Conclusion: without conclusive element for evaluation, it is not possible to determine the exact root cause of the catheter disconnection, occurred only one week after implantation. However, it is worth noting that: the batch history record has not revealed failure during manufacturing process, no other similar complaint was reported on this access port batch. Catheter disconnection is a known complication for which the complaint rate remains low (B)(4). No corrective action is currently envisaged as IFU already gives recommendations to avoid this type of incident.

Event description:
"Displacement of the implanted port catheter. Interventional radiologists performed a second procedure to retrieve the catheter, which had migrated into the heart, followed by a second procedure by digestive surgeons to remove the port. Chemotherapy was started late. Timeline of events: on (B)(6), 2025: placement of the implanted port (right external jugular vein). On (B)(6) 2025: follow-up examination. Intracranial contrast study revealed contrast leakage around the implantation site. Catheter displacement. A chest CT scan showed catheter displacement at the distal end of the right ventricle. On (B)(6) 2025: removal of the foreign body by an interventional radiologist without complications. On (B)(6) 2025: removal of the port by a visceral surgeon."